Event description:
Event description guidant received information that during a follow-up visit, a lead saftey switch was noted as having been triggered for impedances greater than 2500 ohms on this atrial lead. Noise was also observed on the lead. An additional communication noted a loss of capture and high threshold measurements. The lead was surgically abandoned during a device replacement procedure. No adverse patient effects were reported.